Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose values were 287 mg/dl, 328 mg/dl, 366 mg/dl, 317 mg/dl, 417 mg/dl, 250 mg/dl, 141 mg/dl, 327 mg/dl, 90 mg/dl, 286mg/dl. Customer treated with bolus. The blood glucose value stayed in the range of 300mg/dl to 400mg/dl. Customer¿s blood glucose value at time of incident was 282 mg/dl and current blood glucose value was 144 mg/dl. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.